Manufacturer narrative:
Customer returned insulin pump for an alleged blank display and pump error 37 alarm found on (B)(6), 2021. Device passed rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Device was cut open to perform visual inspection and moisture damage was found on electrical board 1, electrical board 2, and force sensor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube and minor scratches on lcd window. Thus was utilized to download trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. During the review of the pump history, error 37 alarms were found on (B)(6), 2021 at 12:51, 13:01, 13:02, 13:03, 13:07, and 13:09. These alarms occurred because moisture damage was found on the force sensor. Additionally, numerous failed battery test alarms were found on (B)(6), 2021 at 18:44, 18:47, and 18:50, as well numerous battery removed alarms found on (B)(6), 2021 at 18:44, 18:46, 18:47, 18:49, 18:54 and on (B)(6), 2021 at 13:13, 13:42, and 13:43. These alarms are unexpected because of a corroded battery tube and moisture found on electrical board 1, electrical board 2 and force sensor. In summary, customers alleged blank display was not confirmed, however pump error 37 was confirmed by looking through the history files as well as some failed battery test alarms and battery removed alarms. Moisture damage was noted after cutting open the insulin pump and performing visual inspection on the electronic assembly as well as a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error and it was not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.